Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a perforation occurred. An intellamap orion mapping catheter was selected for use during a premature ventricular contraction (pvc) ablation procedure in the right ventricular outflow tract (rvot). After a successful pvc ablation, the orion was situated in the rvot and the patient's blood pressure dropped. An echo revealed a perforation. A drain was placed in the patient's chest to drain blood from the pericardial space. The patient was doing fine and went home the following day. The fellow believed she had been putting too much pressure with the catheter on the vessel which caused a perforation. The ablation procedure was successful.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. Lot number was not provided; therefore, a ship history of previous lots sent to the customer was reviewed. Device history record (DHR) review of the lots identified found no issues. If there is any further relevant information obtained, a supplemental medwatch will be filed.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/20/2018 10:04 am CT. The report number is being corrected from: 2134265-2018-64566 to: 2134265-2018-62824.

Event description:
It was reported a perforation occurred. An intellamap orion mapping catheter was selected for use during a premature ventricular contraction (pvc) ablation procedure in the right ventricular outflow tract (rvot). After a successful pvc ablation, the orion was situated in the rvot and the patient's blood pressure dropped. An echo revealed a perforation. A drain was placed in the patient's chest to drain blood from the pericardial space. The patient was doing fine and went home the following day. The fellow believed she had been putting too much pressure with the catheter on the vessel which caused a perforation. The ablation procedure was successful. It was further reported that the fellow believed she had put too much pressure on the orion in the rvot. There was no resistance felt with the orion in the rvot, but they did not have the orion fully deployed like they should have.